Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 1 and 4 hours. In addition the patient reports they had received a hazard alarm while trying to activate 2 pods previously reported as well as this third pod. The patient reports once they had arrived at the hospital they were taken to another hospital by ambulance. The patient reports being treated with intravenous fluids while in the ambulance. Once at the hospital the patients was diagnosed with diabetic ketoacidosis and dehydration. The patients blood pressure was monitored. The patient was treated with intravenous fluids containing dextrose as well as albumin for dehydration. The patient was prescribed insulin as well as 16 insulin pens. The patient was discharged from the intensive care unit (ICU) after 20 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.